Event description:
The catheter was kinked, and couldn't be threaded. Pt went into v-tach and had additional blood loss due to extended attempts to thread. Topped or dose reduced? Yes.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.